Event description:
The customer reported error message 1000 - power cycling. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.